Event description:
A surgeon reports one pt who is overcorrected and is "not seeing as clear as hoped" following custom myopia with astigmatism surgery, this report is for the right eye, the left eye is being reported under MFR report # 1061857-2008-00046. Pt records indicate at 6 months post-op, the right eye is overcorrected by +1.50 diopter and exhibits a -.75 diopter of induced astigmatism. Bcva is the same as the pre-operative measurement, 20/20, and the ucva has improved from 20/400 to 20/25. Add' info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress.